Event description:
It was reported that the subject guidewire had an issue with spinal needle (4075180 25 gauge by 3.5). The physician tried to pass the subject guidewire in and out of the spinal needle, but resistance was encountered. The subject guidewire seemed to bend. The procedure took longer than expected and physician had to use longer anesthesia for operating. The physician had to stop the procedure for the first time and had to redo it later in the day.